Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure ¿ left device broke and migrated to uterus"), pelvic pain ("pelvic pain") and endometriosis ("endometriosis") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bloating. Concurrent conditions included hyperthyroidism. Concomitant products included melatonin since (B)(6). On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced alopecia ("hair loss"). In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and thrombosis ("blood clots"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and back pain ("back pain"). In (B)(6)2011, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2014, 5 years 10 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6)2014 ¿ bilateral salpingectomy), surgery ((B)(6)2014 ¿ bilateral salpingectomy), surgery (robotic assisted removal of the essure) and surgery (laser surgery for endometriosis). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, pelvic pain, endometriosis, abdominal pain, abdominal pain lower, procedural pain and thrombosis outcome was unknown and the device expulsion, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, fatigue and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, procedural pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet: blood clots event was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure ¿ left device broke and migrated to uterus"), pelvic pain ("pelvic pain") and endometriosis ("endometriosis") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bloating. Concurrent conditions included hyperthyroidism. Concomitant products included melatonin since 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and thrombosis ("blood clots"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and back pain ("back pain"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2014, 5 years 10 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (B)(6) 2014 ¿ bilateral salpingectomy), surgery (robotic assisted removal of the essure) and surgery (laser surgery for endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, endometriosis, abdominal pain, abdominal pain lower, procedural pain and thrombosis outcome was unknown and the device expulsion, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, fatigue and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, procedural pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), device expulsion ("migration of essure ¿ left device broke and migrated to uterus") and endometriosis ("endometriosis") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bloating. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (robotic assisted removal of the essure), surgery (B)(6) 2014 ¿ bilateral salpingectomy), surgery (B)(6)2014 ¿ bilateral salpingectomy) and surgery (laser surgery for endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, endometriosis, abdominal pain, abdominal pain lower and procedural pain outcome was unknown and the device expulsion, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, fatigue and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 2-mar-2018: the event abnormal vaginal bleeding, menorrhagia, device breakage, dysmenorrhea, hair loss, device expulsion, fatigue, back pain,endometriosis added,events outcome added,reporters added, incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (robotic assisted removal of the essure). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.